Event description:
It was reported that the procise wand was working at the beginning of the procedure, after some time the wand fails to generate a plasma field. This is evident from the absence of glow in saline and the charring of tissue rather than blanching. There also is smoke coming from the tissue.

Manufacturer narrative:
Investigator determined no relationship between the returned device and the reported incident. There is no report of the patient¿s current condition. Consequently, based on insufficient information, a clinical assessment cannot be rendered. Visual inspection under magnification of the wand shows minimal electrode wear with contamination/discoloration and scuff/scratch marks on the spacer and return electrode. The insulation on the shaft is scratched but not compromised. During functional evaluation the device was activated in saline solution using a known good controller. The suction and saline lines were tested and performed as intended. No functional failures have been indicated. The ablate and coagulation function has been tested and performed on all three electrodes as intended. The complaint could not be verified and the root cause for this event could not be determined with confidence as the device performed as intended. Factors that could have led to the device not working includes: not having sufficient saline outflow in order to maintain the formation of plasma or possibly not having sufficient suction which decreases the functionality of the device. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or the foot control which were not returned for evaluation. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.